Manufacturer narrative:
Reasonable attempts were made to obtain photographs of the adverse outcomes; however, none were received. An examination of the subject device by a lumenis technical expert concluded the device performed within manufactured specifications. Probable cause can be attributed to learning curve with a new device. An evaluation of the reported event details including, treatment settings by a lumenis medical subject matter expert concluded that the settings were within acceptable limits per device labeling and common medical practice.

Event description:
It was reported that two patients sustained hypopigmented lines following hair removal treatment with the lumenis lightsheer duet laser. It was further reported, the patients had self-treated the initial adverse reaction before reporting to the facility on f/u visit.